Manufacturer narrative:
One used 011-c1000 clave connector was returned for evaluation. A puncture was noted through the side wall below the top surface typical of a fold over stick down. The spike of the device had minor damage typical of fold over stick down puncture. There was no damage or anomalies noted to the body of the clave. A device history review (DHR) for lot 3678917 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a customer allegation stating that during connection to arterial access procedure, the microclave valves did not close after aspiration, noting blood leakage. There was patient involvement, no adverse event, no medical or surgical intervention provided, no clinically significant blood loss and no delay in critical therapy.